Manufacturer narrative:
H6: the product was not returned for evaluation. Two images were provided. One radiographic image does show the device being used and the broken tab is visible in the image separated from the device. Another image of the device postop does confirm one of the tabs has broken off the working end.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the implant holder assembly broke in-situ during insertion of the nail. The broken fragments were removed from the patient. Surgery was completed with dermal graft applied to prevent irritation.